Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-17376. It was reported that the patients leads had migrated causing uncomfortable stimulation. Issue was confirmed via x-ray. Surgical intervention was undertaken on (B)(6)2022, where the system was explanted.